Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one onyx frontier coronary drug eluting stent when the balloon ruptured during an attempt to place the stent. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated using an nceup3015x balloon with inflation to 12 atm (fourth inflation), and the lesion preparation was considered adequate for stent placement. The lesion being treated was a mildly tortuous, mildly calcified lesion with 90% stenosis located in segment #2 of the right coronary artery (rca). The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device, and excessive force was not used. The device was not post-dilated. The rupture occurred with the onyx frontier des on the first inflation when the pressure reached around 4-5 atm during inflation toward 12 atm. Following balloon rupture, only the proximal and distal ends of the stent expanded, while the central portion remained largely unexpanded, making removal difficult. Initially, an attempt was made to bring each system back to the puncture site (radial). However, during the process, only the ruptured balloon was withdrawn and the stent remained within the vessel. Afterward, management of the remaining stent was initiated. A small-diameter balloon was advanced into the stent, and implantation was attempted; however, because the central portion was not expanded at all, it could not be advanced. Balloon expansion was attempted at a location where insertion was possible, but the balloon slipped and could not be expanded, and the procedure was moved to the next approach. Implantation was unsuccessful, and an attempt was made to remove the stent using a snare. However, as both ends of the stent had markedly expanded, forming wedge-shaped edges, it was difficult to capture with the snare. After more than ten attempts, the edge was barely able to be caught, it was pulled back to near the puncture site; however, the expanded ends caught at the edge, even with the use of a larger-diameter sheath. The sheath became flared. An additional puncture from the upper arm was performed in an attempt to facilitate retrieval, but the expanded stent ends continued to interfere with removal. Repeated manipulation within the vessel caused spasm of the radial and brachial arteries. The retrieval efforts and management attempts continued for several hours, with the overall procedure lasting approximately 7-10 hours. As the patient¿s tolerance for the prolonged procedure appeared to be reaching its limit, retrieval was abandoned and dilation at the radial artery was performed and the procedure was concluded. No further patient complications were reported as a result of the event.